Event description:
Internal battery failure during testing a ventilator was returned to the manufacturer due to a detachable battery failure error. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed testing for internal battery capacity failure and detachable battery capacity failure. The device's detachable battery was replaced to address the issue. The customer does not want any repairs done to the unit.